Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that during a zmc fracture case, the resident overtightened and the head of product # 5017004 detached from the body of the screw. Surgeon was not able to retrieve the head of the screw. The body of the screw was in place and surgeon was able to proceed with the surgery.